Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion or no delivery alarm tests due to the alarm. All buttons functioned properly. No damage in keypad assembly was noted. No button error alarm was noted. Inspected the lcd connector and no unlocked connector was noted. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. There was no moisture exposure either. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced at this time.